Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as may 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported discomfort during treatment with the device. The patient stated that towards the end of the night, the left ankle hurts. The patient manages the pain by treating with the device every other day. The patient spoke with her doctor who said it was okay to treat every other day; her doctor did not prescribe anything for the pain. The patient states that when she uses the unit, she experiences pain, and the pain level is a 4. If the patient uses the unit for two days in a row, the pain level is at a 10. No further consequences were reported.